Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A device history review was performed and showed that the device had been reconditioned/serviced since its original manufacturing date. A service history review was performed and revealed no issues or malfunctions that could have caused or contributed to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a possible hernia coincident with therapy for peritoneal dialysis. The cause of the hernia is unknown. The patient reported noticing a bump sticking out of their stomach and felt their stomach was bigger, softer and bloated. The patient also reported that the fluid was spread out more and had swelling around the groin area. The patient had testing done to confirm the event of the hernia but results were not reported. No additional information is available at this time.